Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event. As well as, the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR). As well as, a historical trending analysis were conducted, during this investigation. The subject device was returned, evaluated. And the user¿s report was confirmed. The tip beak was damaged. There was a crack at the base of the insertion pipe and the seal rubber was discolored and damaged. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. The investigation was unable to confirm, if there was prior damaged or wear to the insulating insert. Or whether, the damaged was triggered, during the last preparation of the instrument. However, based on the findings, it is believed, that the reported failure was likely caused by stress and fatigue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported, that the ceramic tip of the olympus inner sheath was damaged. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported, as a result of this event.